Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was found to have exhibited erosion and infection at the six week post implant follow up. Antibiotics were administered resolving the infection. No system revision was necessary. This system remains in service. No additional adverse patient effects were reported.